Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred, and customer's blood glucose (bg) level became elevated (500s mg/dl). Customer went to the emergency room and was subsequently hospitalized due to elevated bg levels and high ketones. Customer was treated with intravenous insulin and fluids. Customer was released from the hospital 2 days later with no permanent damage.